Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient is facing an instability-dislocation. Patient dislocated shoulder and has had issues with instability since. X-rays show broken inferior screw on glenoid. Patient underwent a revision surgery to fix instability issues. Patient ID: (B)(6).